Event description:
It was reported that during a surgical procedure conducted at the user facility the tibial cut was off by approximately 3 mm while using navigation. No medical interventions, procedural delays or adverse consequences were reported to have been associated with the event.

Manufacturer narrative:
The reported event of accuracy issues could not be confirmed or duplicated with the available information. A review of the provided patient folder noted that during the proximal tibia registration, the digitized points were not optimally selected. Both the medial and lateral compartments include air points. In addition, the lowest (most distal) part of the plateau for the lateral compartment was not digitized. As the resection depth is determined by the lowest digitized points, the resection level will not be displayed correctly. No device failures were found and there is no indication that the software did not perform as intended.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tibial cut was off by approximately 3 mm while using navigation. No medical interventions, procedural delays or adverse consequences were reported to have been associated with the event.